Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion testing (high) in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test (22. 34, 23. 58, 20. 66)" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a bad force sensor. The force sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.